Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The hub and shaft were visually inspected when returned. There was a fracture of the shaft located 30cm from the hub. The device was not completely separated, the inner liner was still attached. The returned device was tested by inserting a .014 guidewire into the device. A test 5fr terumo angio catheter was also used for testing purposes and the renegade would not transcend through the test angio catheter. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for inserting issues and a fractured shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the device was stuck. A 135/10 renegade hi-flo kit was selected for transarterial chemoembolization (tace) on the liver. During the course of the procedure, when entered the 5f large catheter the device was stuck in it and could not be pushed in. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed a fracture of the shaft located 30cm from the hub.